Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, a bypass surgery was performed from the right axillary artery to the left common carotid and left axillary arteries. On (B)(6) 2008, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore tag thoracic endoprosthesis (tg4020/05861551). A type ii endoleak of unknown origin was observed during the procedure; however the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2008, the patient was discharged. The type ii endoleak reportedly persisted. The diameter of the aneurysm was 60 mm. During subsequent follow-ups, as CT was not performed, it was unknown if endoleak was present, and the diameter of the aneurysm was unknown. No issues were reported. On (B)(6) 2012, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 69 mm. The endoleak was reportedly resolved, and no issues were reported. On (B)(6) 2013, five year follow-up imaging showed that the diameter of the aneurysm was 56 mm. No issues were reported. No further information is available.